Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the physician tried to reposition this right ventricular (rv) lead due to dislodgement. Furthermore, the lead exhibited high threshold due to patient had a difficult anatomy. The physician tried to reposition several times but was unsuccessful due to patient's anatomy. This lead was explanted. No additional adverse patient effects were reported.